Event description:
The patient reported that at times the infusion device does not deliver insulin and no alert/error message is displayed. She stated, she noticed the issue a month ago on 3 occasions when her blood glucose elevated. She stated that when she was at work, she began to have a headache and felt sick. Her blood glucose measured 300 mg/dl and then elevated to 400 mg/dl. She bolused and changed the infusion site to lower her blood glucose. Her normal blood glucose range is 120-130 mg/dl. On the second occasion, she did not feel well when she woke up and her blood glucose measured 200 mg/dl. She bolused 5 units of insulin and her blood glucose elevated to 400 mg/dl and she had a headache. She bolused 9 units of insulin and after 2 hours, her blood glucose measured 500 mg/dl. She injected insulin via pen to lower her blood glucose. On the third occasion, on (B)(6) 2011, her blood glucose elevated to 600 mg/dl. She injected insulin via pen and her physician advised her to discontinue use of the infusion device and to switch to her backup device. She stated, she has no issues after switching to the backup device. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.